Event description:
A portable ventilator failed to cycle. Home rn stated that they had not had pt on apnea monitor when ventilator alarmed. They silenced the alarm and troubleshot the circuit but could find no problems. At that time rn and parent began compressions and switched pt to back-up ventilator. Portable ventilator sent to npb for testing. Rptr received follow up report on 1/31/2000 from MFR stating they could not duplicate symptom and neither could rptr. Preventive maintenance was done by npb before returning the equipment.